Manufacturer narrative:
Device data was reviewed and confirmed the reported event. The issue was seen to resolve after the ivc pressure cable was removed and reseated. Afterwards stable ivc pressures, ivc flows, and pump speeds were seen. At approximately 8 hours and 29 minutes a sharp rise of ivc pressure and subsequently gaps in the ivc pressure sensor readings is seen. However, it is unknown if the device user removed and re-seated the ivc pressure cable in response to this. The root cause could not definitely be determined.

Event description:
The device user (du) reported that the device was staying in preparation mode after placing a liver on board (lob) and starting perfusion. The inferior vena cava (ivc) pressure was noted to be reading as exactly 19 mmhg. The arterial pressure was 50 mmhg and the centrifugal pump was fixed at 1500 rpm. No major kinks or outflow obstructions were noted on the ivc tubing. The clinical specialist (cs) had the du place an external tubing clamp underneath the pinch valve to raise the arterial pressure. The arterial pressured rose to between 90 and 100 mmhg and the device entered lob mode. The ivc pressure, however, remained at 19 mmhg while the centrifugal pump rpms were capping at 2100 and resetting to 1500. After the cs had the du complete additional troubleshooting and a stop/start of the perfusion, the device entered lob mode and the ivc pressure was in the normal range. Approximately 10 minutes later, the event recurred. The ivc pressure was noted to be 19 mmhg while ivc flow was reading between 0.2 to 0.3 l/min. The du was able to resolve the issue through further troubleshooting. Subsequently, the ivc pressure was reading as 2 to 4 mmhg with normal flows.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not reproduce the reported issue. The pressure sensors were tested. No intermittent open circuits were observed. All pin connectivity was confirmed to be fully inserted. The pressure sensors functioned as expected during start up, in preparation mode, and throughout liver on board. No issue detected with the cabling for the pressure sensor circuits in the device.

Event description:
The device user (du) reported that the device was staying in preparation mode after placing a liver on board (lob) and starting perfusion. The inferior vena cava (ivc) pressure was noted to be reading as exactly 19 mmhg. The arterial pressure was 50 mmhg and the centrifugal pump was fixed at 1500 rpm. No major kinks or outflow obstructions were noted on the ivc tubing. The clinical specialist (cs) had the du place an external tubing clamp underneath the pinch valve to raise the arterial pressure. The arterial pressured rose to between 90 and 100 mmhg and the device entered lob mode. The ivc pressure, however, remained at 19 mmhg while the centrifugal pump rpms were capping at 2100 and resetting to 1500. After the cs had the du complete additional troubleshooting and a stop/start of the perfusion, the device entered lob mode and the ivc pressure was in the normal range. Approximately 10 minutes later, the event recurred. The ivc pressure was noted to be 19 mmhg while ivc flow was reading between 0.2 to 0.3 l/min. The du was able to resolve the issue through further troubleshooting. Subsequently, the ivc pressure was reading as 2 to 4 mmhg with normal flows.